Manufacturer narrative:
The unit was received with normal operating currents. The unit also passed the self test. The device passed the unexpected restart error, rewind, basic occlusion, and displacement tests. The device was unable to prime at 2.5 pounds during the prime/compromised force sensor system test due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the motor error alarm. The pump was not exposed to an MRI or high magnetic field. The device was able to successfully rewind as well. The insulin pump was returned for analysis and a replacement device was shipped to the customer.